Event description:
The catheter was inserted on (B)(6) 2014. The catheter was in a vein at the bend of the left elbow. During removal on (B)(6) 2014, the catheter broke at the hub, leaving a portion of the catheter tubing in the patient's vein. The catheter was removed surgically by stripping the vein.

Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).